Manufacturer narrative:
It was reported that a patient underwent a cavotricuspid isthmus (cti) line ablation procedure with a navistar¿ ds electrophysiology catheter and a coagulation issue occurred. It was reported that during ablation with the navistar¿ ds electrophysiology catheter a steam pop occurred. No errors were shown on carto 3 system and no impedance rise was noted. The catheter tip was checked and it showed some small coagulum. The catheter tip was cleaned, and the procedure was finished without any consequence to the patient. Absence of pericardial effusion was confirmed by echo. The physician did not consider that the char was excessive nor that it posed potential risk to the patient. The patient has not exhibited any neurological symptoms. Additional follow up is being done to obtain clarification regarding if the issue was coagulum or char. Should any new information be obtained it will be assessed and processed accordingly. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions, no coaguli was observed. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. The catheter passed all specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Additionally, it was noticed that the concomitant products we inadvertently omitted from the 3500a initial MDR submitted. Concomitant products has been corrected and populated with the concomitant products list. Manufacture¿s ref # (B)(4).

Manufacturer narrative:
On 10/18/2019, biosense webster inc. Received additional information clarifying the issue was coagulum and not char. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 9/19/2019. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30218605m number, and no internal action was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cavotricuspid isthmus (cti) line ablation procedure with a navistar¿ ds electrophysiology catheter and a coagulation issue occurred. It was reported that during ablation with the navistar¿ ds electrophysiology catheter a steam pop occurred. No errors were shown on carto 3 system and no impedance rise was noted. The catheter tip was checked and it showed some small coagulum. The catheter tip was cleaned, and the procedure was finished without any consequence to the patient. Absence of pericardial effusion was confirmed by echo. The physician did not consider that the char was excessive nor that it posed potential risk to the patient. The patient has not exhibited any neurological symptoms. The smartablate generator was set to temperature control mode with ablation settings were 70 watts of power, 70-60c cut-off. Activated clotting time (act) of above 300 was maintained. Visitag module was used with respiration gating, 3mm/3sec stability and time as coloring option. Steam pop is not considered to be a device malfunction since steam pop is an expected physiological phenomenon. Additional follow up is being done to obtain clarification regarding if the issue was coagulum or char. Should any new information be obtained it will be assessed and processed accordingly.